Event description:
The user reported the device alarmed "instrument malfunction" as intended. It is not clear if the device was in use on a patient or being tested/checked in the biomedical department of the hospital. Biomed determined the fault was illegal reset memory loss. There was no reported patient consequence associated with this event.